Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented the f-38 alarm. The cause of the condition was determined to be damaged force sensing resistors (fsrs). No repairs were performed, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.